Manufacturer narrative:
Results: the pet lock was separated on the proximal end of the pusher assembly. The pusher assembly was kinked in multiple locations throughout its length. The embolization coil was detached from the pusher assembly, the pull wire was retracted out of the distal detachment tip (ddt), and the pusher assembly lumen had blood throughout. Conclusions: evaluation of the returned device revealed the pet lock was separated and the embolization coil was detached. A broken pet lock indicates a pull force was applied to the proximal end of the pusher assembly, typically in an attempt to detach the coil with a handle. Patient anatomy tortuosity, blood in the pusher assembly lumen, or kinks in the pusher assembly may cause a build-up of friction inside the pusher assembly hypotube, which can overcome the force able to be applied by the handle. Repositioning of the ruby coil may alleviate some of this tension, and allow the embolization coil to detach. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-00339.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) to treat a gastrointestinal (gi) bleed using ruby coils and a ruby coil detachment handle (handle). During the procedure, the hospital technician was unable to detach a ruby coil using the handle, despite the pet lock on the pusher wire being separated. The physician therefore retracted and removed the ruby coil, and completed the procedure using additional ruby coils and the same handle. There was no report of an adverse effect to the patient.